Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 17-sep-2021. The most recent information was received on 24-sep-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in a 43-year-old female patient who had essure (batch no. 645016) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain lower (seriousness criterion medically significant), fatigue ("chronic fatigue, exhaustion"), sleep disorder ("sleep disorders"), malaise ("malaise"), asthenia ("feeling of extreme loss of energy"), cognitive disorder ("cognitive disorders"), renal pain ("kidney pain"), headache ("headache"), myalgia ("muscle pain"), arthralgia ("joint pain"), deafness ("hearing loss"), dizziness ("dizziness"), feeling drunk ("feeling of drunkenness"), feeling abnormal ("brain fog"), oropharyngeal discomfort ("throat discomfort"), dry mouth ("dry mouth"), cough ("dry cough"), menstruation irregular ("vaginal bleeding outside of menstruation"), micturition disorder ("urination disorders"), nausea ("nausea"), abdominal pain upper ("gastric pain"), abdominal distension ("bloated stomach"), flatulence ("significant flatulence"), memory impairment ("memory disorders"), disturbance in attention ("problem concentrating on simple tasks"), aphasia ("aphasia (difficulty finding words)"), paraesthesia ("paresthesia in the right hand"), head discomfort ("sensation of encumbered head"), muscle spasms ("muscle spasms"), hot flush ("suddenly feeling very hot"), pruritus ("diffuse itching in the body"), visual impairment ("visual disturbances"), vision blurred ("difficulty focusing eyes"), eye pruritus ("itchy eyes"), tendon pain ("tendon pain"), ligament pain ("chronic ligament pain (hips, sacrum, coccyx)"), back pain ("back pain (l4/l5)"), musculoskeletal stiffness ("muscular stiffness"), gait disturbance ("difficulty walking for a long period of time") and muscular weakness ("difficulty holding an object for a long period of time") and was found to have weight increased ("weight gain") and neoplasm skin ("skin growths"). Essure treatment was not changed. At the time of the report, the abdominal pain lower, fatigue, sleep disorder, malaise, asthenia, cognitive disorder, renal pain, weight increased, headache, myalgia, arthralgia, deafness, dizziness, feeling drunk, feeling abnormal, oropharyngeal discomfort, dry mouth, cough, menstruation irregular, micturition disorder, nausea, abdominal pain upper, abdominal distension, flatulence, memory impairment, disturbance in attention, aphasia, paraesthesia, head discomfort, muscle spasms, hot flush, pruritus, neoplasm skin, visual impairment, vision blurred, eye pruritus, tendon pain, ligament pain, back pain, musculoskeletal stiffness, gait disturbance and muscular weakness had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, abdominal pain upper, aphasia, arthralgia, asthenia, back pain, cognitive disorder, cough, deafness, disturbance in attention, dizziness, dry mouth, eye pruritus, fatigue, feeling abnormal, feeling drunk, flatulence, gait disturbance, head discomfort, headache, hot flush, ligament pain, malaise, memory impairment, menstruation irregular, micturition disorder, muscle spasms, muscular weakness, musculoskeletal stiffness, myalgia, nausea, neoplasm skin, oropharyngeal discomfort, paraesthesia, pruritus, renal pain, sleep disorder, tendon pain, vision blurred, visual impairment and weight increased with essure. The reporter commented: events had occurred since end of 2009. They had a very significant impact on professional and daily life as well as on general condition for 11 years with worsening of the situation for the last 3 years. Currently total inability to work, physical and psychological exhaustion. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 98 kgs. Lot number: 645016 manufacture date:2009-05 expiration date: 2012-05 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 24-sep-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4) ) on 17-sep-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in a (B)(6) year-old female patient who had essure (batch no. 645016) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain lower (seriousness criterion medically significant), fatigue ("chronic fatigue, exhaustion"), sleep disorder ("sleep disorders"), malaise ("malaise"), asthenia ("feeling of extreme loss of energy"), cognitive disorder ("cognitive disorders"), renal pain ("kidney pain"), headache ("headache"), myalgia ("muscle pain"), arthralgia ("joint pain"), deafness ("hearing loss"), dizziness ("dizziness"), feeling drunk ("feeling of drunkenness"), feeling abnormal ("brain fog"), oropharyngeal discomfort ("throat discomfort"), dry mouth ("dry mouth"), cough ("dry cough"), menstruation irregular ("vaginal bleeding outside of menstruation"), micturition disorder ("urination disorders"), nausea ("nausea"), abdominal pain upper ("gastric pain"), abdominal distension ("bloated stomach"), flatulence ("significant flatulence"), memory impairment ("memory disorders"), disturbance in attention ("problem concentrating on simple tasks"), aphasia ("aphasia (difficulty finding words)"), paraesthesia ("paresthesia in the right hand"), head discomfort ("sensation of encumbered head"), muscle spasms ("muscle spasms"), hot flush ("suddenly feeling very hot"), pruritus ("diffuse itching in the body"), visual impairment ("visual disturbances"), vision blurred ("difficulty focusing eyes"), eye pruritus ("itchy eyes"), tendon pain ("tendon pain"), ligament pain ("chronic ligament pain (hips, sacrum, coccyx)"), back pain ("back pain (l4/l5)"), musculoskeletal stiffness ("muscular stiffness"), gait disturbance ("difficulty walking for a long period of time") and muscular weakness ("difficulty holding an object for a long period of time") and was found to have weight increased ("weight gain") and neoplasm skin ("skin growths"). Essure treatment was not changed. At the time of the report, the abdominal pain lower, fatigue, sleep disorder, malaise, asthenia, cognitive disorder, renal pain, weight increased, headache, myalgia, arthralgia, deafness, dizziness, feeling drunk, feeling abnormal, oropharyngeal discomfort, dry mouth, cough, menstruation irregular, micturition disorder, nausea, abdominal pain upper, abdominal distension, flatulence, memory impairment, disturbance in attention, aphasia, paraesthesia, head discomfort, muscle spasms, hot flush, pruritus, neoplasm skin, visual impairment, vision blurred, eye pruritus, tendon pain, ligament pain, back pain, musculoskeletal stiffness, gait disturbance and muscular weakness had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, abdominal pain upper, aphasia, arthralgia, asthenia, back pain, cognitive disorder, cough, deafness, disturbance in attention, dizziness, dry mouth, eye pruritus, fatigue, feeling abnormal, feeling drunk, flatulence, gait disturbance, head discomfort, headache, hot flush, ligament pain, malaise, memory impairment, menstruation irregular, micturition disorder, muscle spasms, muscular weakness, musculoskeletal stiffness, myalgia, nausea, neoplasm skin, oropharyngeal discomfort, paraesthesia, pruritus, renal pain, sleep disorder, tendon pain, vision blurred, visual impairment and weight increased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Reporter's comment: events had occurred since end of 2009. They had a very significant impact on professional and daily life as well as on general condition for 11 years with worsening of the situation for the last 3 years. Currently total inability to work, physical and psychological exhaustion. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.